Event description:
It was reported this balloon ruptured at eight atmospheres, dilating a previously placed stent during a transjugular intrahepatic portosystemic shunt revision procedure. Attempts to remove the balloon catheter through the sheath were unsuccessful. Further attempts to remove the catheter and sheath as a unit were also unsuccessful. Continued attempts to remove the balloon through the sheath against slight resistance resulted in breakage of the catheter shaft in the pt. A jugular cutdown was performed for retrieval of the sheath, catheter and catheter segment. Intrahepatic access was lost and the procedure was discontinued at that time. Post procedure, the stent and jugular vein were noted to be patent. The pt's condition is good. The device is currently being evaluated by this MFR. Upon completion of the engineering eval, a supplement will be forwarded at that time. It was indicated this device was used to dilate a stent during a tips procedure and is not an indicated use of this device which may have been a contributing factor. However, co is unable to determine the exact cause for this event at this time. Directions for use state: "medi-tech xxl balloon dilatation catheters are recommended for percutaneous transluminal angioplasty of narrowed segments in the iliac and femoral arteries in the peripheral vasculature. If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully. If resistance is felt when removing a guidewire through a catheter or if resistance is felt when removing a catheter through an introducer sheath, stop and remove them as a complete unit to prevent damage to the guidewire, catheter or vessel."